Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user of the ilet bionic pancreas experienced recurrent hypoglycemia, including a documented glucose of 53 mg/dl, alongside intermittent libre 3 plus signal loss while in range and frequent user-initiated pauses of ilet due to fear of low glucose; education was provided on algorithm function, meal announcements, carbohydrate intake, and potential effects of pausing the system. Symptoms included feeling wiped out. Outcomes included self-treatment with oral fast-acting carbohydrates and no hospitalization. Investigation included complaint review and user troubleshooting with education on sensor connectivity, algorithm learning, and target settings per healthcare provider directives. Investigation of this case revealed no device malfunction reported, with contributing factors possibly including sensor connectivity interruptions, user behavior such as pausing ilet, meal announcement patterns, and correction strategies around morning hyperglycemia that preceded subsequent lows. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.